Manufacturer narrative:
The customer was able to troubleshoot the issue with the guidance of customer technical support (cts) over the phone. The customer found disconnected tubing from the bottom of the rbc bath, causing the leak and rbc vote outs. The customer was able to re-attach the tubing, resolving the event. (B)(4).

Event description:
The customer reported approximately 25 ml of uncontained blue fluid leaked from a coulter lh 780 hematology analyzer onto the counter while cycling patient samples. There were no error messages reported by the customer at the time of the event. However, there were red blood cell (rbc) vote outs (non-numeric results) on patient samples. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.